Event description:
It was reported that a procedure was performed in puerto rico, utilizing the reform pedicle screw system. Upon attempting to final tighten the first lock screw the tip of the lock screw torque drivers(3-rd-0060) broke. The broke tip was removed, and the procedure was completed utilizing another driver, readily available. There was no patient injury reported, but there was a ten-minute delay to the procedure as a result of the reported malfunctions.

Manufacturer narrative:
The initial reporter occupation: distributor. Device evaluation: although information provided indicates that the product is available for evaluation, it has not yet been received. Without the opportunity to examine the device, no conclusions can be drawn regarding the root cause of the failure. (B)(4).

Manufacturer narrative:
H3 device evaluation - the fractured surface was reviewed by eye and with the aid of a 5x loop. The tip of the driver is missing with the fracture plane skewed relative to the driver's longitudinal axis(approximately 45 degrees). This type of failure is indicative of bending moment application while applying torque. It is unclear if crack initiation was initiated during a prior procedure or if the breakage was solely due to the loading condition from the procedure in which the failure occurred. A counter torque wrench is provided in system sets and should be used during tightening. Proper use of the counter torque mitigates bending moments from acting on the tip of the driver. The cause for bending moment application is unknown. Review of device history records found fifteen (15) pieces of lot 15687ps released for distribution on 11/30/2017 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed in puerto rico, utilizing the reform pedicle screw system. Upon attempting to final tighten the first lock screw the tip of the lock screw torque drivers(3-rd-0060) broke. The broke tip was removed, and the procedure was completed utilizing another driver, readily available. There was no patient injury reported, but there was a ten-minute delay to the procedure as a result of the reported malfunctions.